Event description:
On march 25, 2024, senseonics was made aware of an incident where the user received high ambient alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor was returned for frequent high ambient light alert ec9. Investigation showed that this issue is potentially due to a high sensitivity of the signal and reference off channels to changes in temperature. This can occur when the led is more temperature-sensitive than typical. B4.date of this report 21 june 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). G3.date received by the manufacturer? 20 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.